Manufacturer narrative:
Patient height was not provided for reporting. (B)(4). Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2017, patient underwent an initial orif procedure of proximal ulna. During the procedure, while inserting a 2.7mm va locking screw in a va olecranon plate, a screw head stripped. Another same device was readily available. Later in the same procedure, 1.5mm drill bit broke on a 2.0 lcp mini frag plate. No fragments were generated. Another same device was readily available. There was twenty (20) minutes delay in surgery while removing screw which was stripped with medium difficulty. Procedure was completed successfully and patient status is unknown. Concomitant devices reported: va olecranon plate (part # unknown, lot # unknown, quantity # 1), 2.0 lcp mini frag plate (part # unknown, lot # unknown, quantity # 1). This report is for one (1) 1.5mm drill bit w/depth mark mini qc/96mm. This is report 1 of 1 for (B)(4).